Event description:
It was reported that inappropriate auto mode switch episodes were observed. Review of the episodes revealed far r-wave oversensing. Programming changes were made and resolved the oversensing. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.